Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules which failed to attach and it happened on one patient and then the physician decided to abort the procedure. The physician said they did what they always did to release them and that the patient was coughing and moving a little. They did another placement on a different patient and it went fine. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
This report 9710107-2018-00744 was sent in error as a duplicate for MFR report number: 9710107-2018-00717, any additional information received in the future will be captured and submitted under the report number 9710107-2018-00717. If information is provided in the future, a supplemental report will be issued.